Manufacturer narrative:
Per good faith effort (gfe) response received on 25jun2024, the customer declined service. No work was performed by philips. The customer declined service. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen had failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the oxygen had failed. Device evaluation and repair are pending.